Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pmz887 batch number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the suture frayed at the swage and detached from the needle at the swage. A like device was used to complete the procedure with no delay in the surgery. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/14/2020. Additional information: d10. Investigation summary ==> it was reported performance pull off - suture needle and performance fraying suture intra-op. Unopened samples were returned for analysis. The complaint sample was not received. During the visual inspection of six unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, fraying or damages were observed. A functional test was performed and the pull force results were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no performance pull off - suture needle or performance fraying suture was found.